Event description:
It was reported that the pt has expired during the implant operation, due to heart failure. The health care provider has also listed mitral regurgitation, stenosis, and coronary artery disease as conditions regarding the pt. It is unk if the death was device related. It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR #6000002-2008-08704. No other details were provided.

Manufacturer narrative:
It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR #6000002-2008-08704. Device not returned.